Event description:
Analysis was completed for the returned generator. The generator would not interrogate. With the case removed and the battery still attached, the battery measured 1.438 volts confirming an end-of-service condition. The printed circuit board assembly was subjected to electrical test and results show that it failed several electrical tests. Fine grit sandpaper was used for the removal of the observed contaminates from the trimmed edge of the printed circuit board assembly. After the trimmed edge was cleaned, an electrical test was performed. Based on the electrical test results, the contamination that was observed on the trimmed edge of the printed circuit board assembly suggest electrical resistive paths were established between the copper edges on the trimmed edge of the printed circuit board assembly. Remaining residual material on the printed circuit board assembly edge resulted in increased current consumption that was out of specification and may have been the contributing factor for the reported premature battery depletion.

Event description:
During a clinic visit, a company representative was unable to interrogate the patient's device. The representative confirmed that his programming system functioned properly, but he still could not communicate with the patient's device. The patient had not been seen in clinic for a long time, and his most recent settings were not known at the time of the clinic visit. The patient was referred for surgery. Clinic notes from the same visit indicated that the patient's father also swiped the vns magnet but did not elicit a response with the magnet swipe. Programming history was reviewed for the patient's device. The battery voltage at a clinic visit 13 months after implant indicated that the device was displaying the 25% battery capacity remaining indicator; however, only 23% of the battery capacity had been consumed by the visit. These markers indicated that the battery voltage was dropping faster than typical. There was no evidence that the device had come into contact with an electrocautery tool on the date of implant. The device history records were reviewed and confirmed that the device had been manufactured using a process that may have contributed to the premature battery depletion. The device met all specifications for release prior to distribution. No additional relevant information has been received to date. No surgical intervention has occurred to date.

Event description:
Generator replacement surgery occurred. The explanted device was received. Analysis is underway, but has not been completed to-date.